Event description:
The customer was hospitalized due to high bgs. Troubleshooting was conducted and the customer said they were not aware they were supposed to disconnect during MRI's and x-rays. The physician requested that the pump is replaced since it had been exposed during an x-ray.